Event description:
It was reported that this right ventricular (rv) lead was suspected of possible micro dislodgement as this rv lead was newly implanted which confirmed via chest x ray and fluoroscopy. The next day checked up, the sensing has dropped and there was an increased in threshold. This rv lead was then surgically revised and remains in service. No additional adverse patient effects were reported.